Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. Results: bd was not able to duplicate or confirm the customer¿s indicated failure. Unable to perform complaint history check as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. UDI #: (B)(4).

Event description:
It was reported that the needle is breaking away from the hub on a 19 g x 1.5 in. Bd precisionglide¿ needle. No injury or medical intervention.